Event description:
It was reported that a monarc sling was removed due to "lack of efficacy and vague pain." There were no further patient complications reported in relation to this event.

Manufacturer narrative:
Implanted (B)(6) 2014.